Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. No motor error alarm noted and the motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 489 mg/dl. The customer stated that the pump alarmed motor error when he gave a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that he was able to rewind. The customer stated that he received multiple motor errors in the last 30 days. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.